Manufacturer narrative:
(B)(4). The complainant parts are expected to be returned for manufacturer review/investigation, but have yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2016, due to an infected non-union. By the time of revision, seven (7) of the eight (8) 2.7mm variable angle (va) locking screws had broken. Some of those screws were actually broken in multiple locations, making removal very difficult. In order to remove the pieces, a lot of bone removal was required. Additionally, at least six (6) of the 3.5mm cortex screws had also broken at their shafts. The plate itself was intact. During the open reduction internal fixation (orif) revision, the patient was re-fixated with a fixed angle distal medial tibial low bend plate in conjunction with a fixed angle antero-lateral distal tibial plate. The surgeon indicated that a diligent effort was made to remove all of the broken screw fragments despite the difficulty, so that the patient had a chance to beat the infection. This report is 1 of 3 for com-(B)(4).